Event description:
It was reported that a white plastic particulate was observed in an unspecified exactamix bag. This was observed during compounding of parenteral nutrition using an em2400 compounder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.